Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, the device was fired to middle-lower lobe pulmonary vein and artery. The procedure was completed; however, post-operatively the pt coughed and bleeding from the pulmonary vein occurred. The pt was re-opened and treated with sutures but approximately 5000 cc's of blood was lost. Due to religious reasons a blood transfusion was not possible but the pt was given 800 cc's of autologous blood product. It was also confirmed that there was a forefinger-sized hole near the staple line (between the staple line and the atrium sinistrum) from which the bleeding occurred. After the re-operation the pt was then sent to the ICU in critical condition and is recovering. According to the report the pt is improving and there is no threat to the pt's life at the moment.